Event description:
It was reported that the patient experienced a backup battery (ebb) fault alarm at approximately 0445 in the morning while on controller (B)(6). The patient changed to their backup controller (B)(6) as directed by the healthcare provider. The patient then presented to clinic for a regularly scheduled appointment. Log files were obtained and sent in for the new primary controller (B)(6). While obtaining log files from previous controller (B)(6), the healthcare provider noted the " replace backup battery" alarm was not activated. After log files were sent the seating of the ebb was checked and the connection was appropriate with the green light illuminated. The customer then disconnected from the power module and disengaged the battery, and no bent pins or debris were noted. The customer then reconnected the battery and ensured the connection was secure and flush against the side of the battery. Connection to the power module was reestablished and the controller clock was reset. No ¿replace backup battery¿ alarm was triggered. The controller clock was updated to the appropriate date and time at the clinic as it was off by 1 hour. Log files sent for review showed no unusual events recorded in the log file event history of the new controller (B)(6). The mechanical circulatory system (mcs) equipment was operating as intended. The log file for the previous controller (B)(6) captured ebb fault alarms beginning at 3:27 am on the morning of (B)(6) 2024. In addition, the log file captured a few odd low power advisories on (B)(6) 2024. There were no other unusual events recorded in the log file event history. It was also reported that the patient experienced low voltage alarms. When the ventricular assist device (vad) coordinator looked at the batteries, the gold connections looked damaged. The batteries were under a year old and were replaced.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and low voltage alarms was confirmed via log file analysis. An event log file, extracted from (B)(6), was submitted for evaluation and relevant data from 04sep2024 ¿ 09sep2024 was reviewed. On (B)(6) 2024 at 18:34:38, 18:52:18, and 18:52:25, while connected to batteries, low voltage advisory alarms activated due to the bus voltage, associated with the white power cable, fluctuating outside of the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Starting on (B)(6) 2024 at 03:27:21, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarms did not resolve before the driveline was disconnected at 03:45:47 and the controller was shutdown at 03:46:38. The alarms did not affect pump operation. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the account stated that the replace backup battery alarms did not reoccur when the controller was reconnected to power to collect log files. No physical anomalies were found with the backup battery connection. Of note, the 14 volt lithium-ion batteries were inspected and some battery terminals looked damaged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the low voltage alarms was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and backup battery fault alarms. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ describes how to properly perform a daily controller self-test. This section also provides a checklist to ensure that the visual and audible indicators are operating as intended. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.